Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage is consistent with excessive mechanical force caused by a shock or fall. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the lens was broken and misaligned, causing a blurry image, the tube was tilted, and there was a gap at the eyepiece funnel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, had internal lens damage. The intended procedure was a diagnostic bladder exam. The procedure was completed with the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap at the eyepiece funnel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.